Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle for an interventional procedure with an 8f sheath. Reportedly, when removing the plunger, no suture was present. Another prostyle was used but the same occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records review for this product could not be performed because the part and lot number were not reported, and the device was not returned. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.